Event description:
The bridge/medications stop cock that comes from the cor anesthesia was connected to the red port of the peripherally inserted central catheter (PICC). The rymed clave at the end of the red PICC port broke off within the bridge and the medications (levophed and dobutamine) stopped infusing with blood noted at the site. The patient became hypotensive. Manufacturer response for rymed clave: follow-up testing will be performed on claves.